Manufacturer narrative:
(B)(4). In this case, it is likely the device met resistance with the challenging anatomical described as heavily calcified. The force used when encountering resistance likely contributed to the reported guide break. It should be noted that the instructions for use (IFU), states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rcfa) and a heavily calcified left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, during insertion of both proglide devices, a lot of resistance was felt due to the anatomy, force was applied. The metal shaft of both proglide devices separated from the black elbow that holds the foot plate; however, they did not completely separate, both pieces were still attached. The proglide device used in the rcfa was removed with no issues noted. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis in the rcfa was not achieved with the pre-placed proglide sutures. Arteriotomy closure was then attempted with two non-abbott devices with no success, therefore, a cut down was performed. Tissue damage was noted upon removal of the proglide device used in the lcfa. A bilateral cut down was performed, with longer sedation, and a patch was sewn to achieve hemostasis in the lcfa. There was a clinically significant delay in the procedure or therapy and longer hospital stay. The patient underwent additional surgery in the rcfa three days later, a cut down was performed and a patch was sewn to achieve hemostasis. Patient is doing fine now. No additional information was provided.